Event description:
It was reported that months after a da vinci si hysterectomy procedure a patient returned to a hospital with abdominal pain. A second, non-da vinci surgical procedure was performed and a foreign body was discovered and removed. The surgeon performing the second surgery indicated the foreign body may have originated from a da vinci instrument.

Manufacturer narrative:
Conclusions: no da vinci instrument has been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. On (B)(6) 2012, (B)(6) at the site of the original da vinci hysterectomy procedure, (B)(6) medical center, indicated that they had become aware of a subsequent event after the patient was admitted to a different hospital for abdominal pain. The surgeon performing the second surgery contacted (B)(6) medical center to inform them that he had found a metal piece that was approximately 1-2 cm in total length and had a 2-3 mm round metal end to it with wires coming from it. Neither the metal fragment pictures nor the fragment itself were shared or shown to (B)(6) medical center or intuitive surgical, inc. (B)(6) medical center indicated that currently, to the best of their knowledge, that patient is in good condition. On (B)(6), 2012 the surgeon performing the second diagnostic laparoscopic procedure, dr (B)(6), informed us that he did not have access to the pictures of the instrument fragment. He also did not have a procedure video of the removal of the fragment. He informed us that the patient is doing well. He also informed us that the patient was admitted for pain, and an x-ray was performed which identified a foreign body. Dr (B)(6) did not believe the fragment to be the source of the pain but rather attributed the patient's pain to scar tissue from the initial hysterectomy procedure. The fragment was found in the lateral belly wall and was not poking anything. Further attempts will be made to gather additional information. If additional information is received, a follow-up MDR will be submitted.